Manufacturer narrative:
Correction to d9, h3, h6: type of investigation (update b03 to b01), and previous h10 - sample was actual, not companion. H10: an actual device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. An unused device was received for evaluation. A visual inspection was performed using the naked eye which identified a cut in the tubing. The reported condition was verified. The cause of the cut was due to the packaging machine during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink system; non-dehp continu-flo solution set, a cut was observed on the tubing. No additional information is available.